Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and was prescribed oral antibiotics (dates not reported). On (B)(4) 2015, the patient was administered general anesthesia and the abutment was removed. The implanted device remains.